Manufacturer narrative:
(B) (4).

Event description:
The patient went in for a CT scan. At the first attempt to scan, the patient experienced a shocking sensation. The patient indicated to the individual doing the CT that he had been shocked and the scan was re-started. Again, he received a shock. This time, it felt stronger and lasted longer. At that point, the CT examination was ended. The patient was seen the next day and he still had the headache that started with the second shock. It was noted that the patient said he had zeroed out his amplitude and turned the implantable neurostimulator (ins) off. When the ins was checked with the clinician programmer, his program 1 was on at 0.15 v; program 2 was at 0.0v. The patient had not attempted to use his ins after the CT scan for fear he would again be shocked. They attempted checking impedances using the default setting (1.5 v, 210 pw), but almost immediately the patient was shocked. They re-attempted checking impedances using 0.5v, 210 pw, but before the 0 electrode had been checked against the other 7, the patient received a milder jolt. At that point they stopped since they were hurting him with the testing. They had the patient use his programmer to turn up the amplitude for program 1 with program 2 at 0.0 v and did the same with 2 while 1 was off. In both instances, the patient said he'd programmed more amplitude (more beeps) than usual and still did not feel any paresthesia. They had him zero out the amplitudes again. It was noted that the patient had been previously scheduled for a lead revision to provide coverage for his other leg and for an ins replacement in early april 2010. The patient was going to leave his ins off until that time unless he decided to experiment. Additional information has been requested, a follow-up report will be sent if additional information becomes available.